Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: it was reported that "after increasing the upper pressure alarm limit, ventilation could be performed without issues. However, after attempting to increase the pressure limit (plimit) again, the same problem occurred, with the pressure limit dropping to 26 mbar and no possibility to increase it. Only after adjusting the upper alarm limit again was ventilation possible. " no harm to the patient was reported.